Manufacturer narrative:
As reported, the spectrum autopass needle is expected to be returned for evaluation. However, as of this filing, the "used/damaged" needle has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the device evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the spectrum autopass suture needle with the spectrum autopass suture passer in a shoulder arthroscopy procedure on (B)(6) 2017, the "tip of the needle broke off". As reported, the needle had been passed approximately 5-6 times with no problems noted, but on the next pass the surgeon noticed the needle did not work properly. The passer and needle were removed from the surgical site and as the surgeon was trying to remove the needle, the tip broke off and fell on the floor. Another needle was used and the shoulder arthroscopy was completed with no patient injury or surgical delay. This report is filed on the basic of potential for patient injury with recurrence.

Manufacturer narrative:
One (1) used spectrum autopass needle was returned to conmed for evaluation on 23-jun-2017. Visual examination found the tip of the needle was broken off and the tiny broken tip approximately 3.175mm was also returned. Further examination of the needle found the needle was bent most likely due to excessive force applied to the needle during use. Based on the evaluation finding, it is believed that the most probable cause of the reported needle tip breakage was use related. This lot #33957 was manufactured on 20-jan-2016. Of the lot containing (B)(4) units, there have been 2 other similar complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been a total of 45 reports of tip breakage with a quantity of 46 units, including this one. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4)%. To date, there have been no patient long term adverse effects resulting from this type of incidents. The use of the autopass suture passer and needle is very technique dependent. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.